Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure because the device was auto-inflating due to herniated reservoir. All the components were removed and replaced with new components. No patient complications were reported in relation to this event.